Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported deployment difficulty. The elongation was due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, superficial femoral artery. Pre-dilatation was performed. During deployment of the 5.5 x 120 mm supera stent system, the stent would not release, the stent then elongated, doubled in length and the stent released. The stent was deployed in the target lesion and unhealthy tissue. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.